Event description:
During follow-up for an international complaint, it was indicated that more than a year ago, the patient developed peritonitis. On an unknown date, the patient began dianeal-n pd-4 1.5% and extraneal therapies. On an unknown date, the event was resolved. The nurse believed that this event was not related to the patient's peritoneal dialysis solution, because the event was caused by touch contamination. No further information is available.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available.a 510(k) number will not be provided as this is for an unknown disposable product.